Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90-95% stenosed lesion was located in a superficial femoral artery. The 4.0 x 200 mustang balloon catheter was advanced to the lesion when it burst at 20 atms upon first inflation. The balloon tore circumferentially and part of the balloon stayed in the patient. They experienced difficulty withdrawing the device from the lesion and the physician did not want to open up the patient to remove, nor did he try to snare the ruptured balloon material. Instead, the physician placed a non-bsc covered stent, in the same location, to trap the balloon material from going distal. The procedure was completed with a different device and the patient's status is excellent.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90-95% stenosed lesion was located in a superficial femoral artery. The 4.0 x 200 mustang balloon catheter was advanced to the lesion when it burst at 20 atms upon first inflation. The balloon tore circumferentially and part of the balloon stayed in the patient. They experienced difficulty withdrawing the device from the lesion and the physician did not want to open up the patient to remove, nor did he try to snare the ruptured balloon material. Instead, the physician placed a non-bsc covered stent, in the same location, to trap the balloon material from going distal. The procedure was completed with a different device and the patient's status is excellent.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received stretched down onto a guidewire. The outer diameter of the wire was measured at 0.033 inch. An examination of the device found that the shaft was severely stretched and that a complete balloon circumferential tear and shaft break had occurred. The complete balloon circumferential tear occurred at 17.1cm distal to the distal edge of the proximal markerband. It was noted that the shaft was severely stretched and a break was present in the shaft measuring 158cm distal to the strain relief. The break and stretching of the shaft is consistent with excessive tensile force having been applied to the shaft. The distal section of the shaft break including the distal section of the balloon circumferential tear was not returned for analysis. It was not possible to remove the guidewire as it was stretched down onto the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).